Manufacturer narrative:
The customer's report was observed at zoll medical corporation; however, during disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. The main selector knob, main chassis, and front panel were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed..

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.